Event description:
Customer reported a tandem mobi cartridge alarm. There was no adverse impact on the customer's blood glucose level. Customer reloaded a new cartridge and successfully resumed insulin therapy.